Event description:
It was reported, the patient experienced a shocking or jolting sensation. There were no known accident or incident related to this complaint. The patient was seen by the manufacturer representative at the clinic. Current impedance measurements were normal. X-rays of the stimulator / extension and lead / extension areas were recommended. The patient's status was undetermined at the time of the report. Additional information has been requested from the hcp, but was not available as of the date of this report.